Event description:
Boston scientific received information that the implantable right atrial (ra) lead exhibited increased impedance measurements from 800 ohms to greater than 3,000 ohms due to a possible lead fracture and was subsequently explanted. During this revision procedure, it was noted that the right ventricular (rv) defibrillation lead was not easily placed in the implantable cardioverter defibrillator (ICD) port, which resulted in forcing the lead in the header. The physician questioned the resistance in the spring leaflets on the proximal spring contact and device reliability. An unsuccessful attempt to induce with fibh was noted. Shock on t (sot) resulted in 4 attempts, all unsuccessful. Eventually, the implanters were finally able to induce successfully. No adverse patient effects were reported. The device was later explanted for an unspecified reason and returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.